Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) had declared elective replacement indicator (eri) and within less than 90 days had declared end of life (eol). This device is included in the april 5, 2007 shortened replacement window advisory population. No adverse patient effects have been reported.

Event description:
Additional information indicates that this product was explanted and replaced.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.